Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the device was explanted on (B)(6) 2023. It was reported that she recovered from the explantation and subsequently underwent re-augmentation with catalog number 3504501bc; serial number (B)(6)on the left side, and with catalog number 3504501bc; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
After clinical/secondary review of this file performed on january 9, 2024, it was decided to add clinical code "skin inflammation/ irritation", to more accurately capture the reported event of acute swelling, pain, and redness. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii, and skin reaction. Manufacturer¿s reference number: (B)(4) clinical code "skin inflammation/ irritation" added after secondary review of event.